Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the patient received the following results within 10 minutes: "400 mg/dl something" and "100 mg/dl something".